Event description:
It was reported that prior to starting a training/demo of the da vinci system, the customer encountered an error on the system. The reporter called in with a 32138 error pointing to the console emergency stop switch. The reporter had done a hard restart of the console prior to calling in with no change and disconnected it from the system to start the demo. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue. The fse replaced the two emergency stop cables (scrap items) and the issue did not return. The system was tested and verified as ready for use.